Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge did not fit onto the pump. The customer changed the cartridge to address the issue. Customer's blood glucose level was 310 mg/dl.